Event description:
It was reported that the uv flash transfer set spike was found to be broken during the connection. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the broken spike could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, a broken spike was found. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.